Event description:
It was reported that multiple cartridges were damaged at the cartridge tubing, interrupting insulin delivery. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.